Event description:
It was reported that the device's seal cap tore at the start of the case. The customer used another like device to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.